Event description:
The customer's nurse reported via phone call that the customer had been experiencing high blood glucose levels for the past three days. The nurse explained that the insulin pump was showing a different number for the carbohydrate ratio than the insulin pump should have. The customer's blood glucose was 457 mg/dl. The nurse treated the customer's blood glucose with a manual injection. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.